Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider returned a single board computer printed circuit board (pcb). The service engineer evaluated the pcb, could not verify the reported complaint and found a different issue. When the pcb was placed into a test ventilator the display screen was white. The reported event could not be duplicated.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that when a ventilator was turned on the screen froze. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.